Manufacturer narrative:
Zoll medical corp has received the product.

Event description:
During biomed testing, the device inappropriately displayed an "analysis halted" message. Complainant indicated that there was no pt involvement in the reported malfunction.